Event description:
Microaire customer service was contacted by microaire rep claiming that a microaire loaner instrument overheated during use at a customer facility. It was reported that the high-speed drill overheated during a molar extraction procedure causing the pt to allegedly suffer a "2nd" degree burn on their lower lip and an area just below the lip. The customer contact stated that the burn covered approximately one square inch on and below the pt right lower lip. The customer contact also stated that the dr treated the pt with "creams", and that the pt has been returning to the customer facility on a weekly basis for follow-up visits related to the alleged burn.